Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). This device displayed a fault code indicating the voltage was too low for the remaining capacity. Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Boston scientific technical services (ts) confirmed that the device is malfunctioning and should be explanted and returned for analysis. The device remains in-service. There were no additional reports of adverse patient effects.

Manufacturer narrative:
Should additional information become available, this report will be updated.